Event description:
User alleges that the pt died as a result of an air embolism. The pt was severely unwell trauma pt who had been involved in a car accident. The autopsy reported from the hosp was alleged to conclude the cause of death to be air embolism. During treatment the pt was reported to have received an infusion using the level 1 fluid warmer. Model h-1025, with a di-50 i.v. Administration set.